Manufacturer narrative:
The commander delivery system was not available for return and evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed neither applicable imagery nor device was returned. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non conformances were able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in an edwards technical summary. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. As reported in this complaint, a balloon burst occurred during valve deployment. It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. It should be noted that these mitigations are still in place. However a definite root cause was unable to be determined. The available information therefore suggests that patient factors like calcification likely contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device return is in progress. A supplemental report will be completed upon evaluation completion.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr with a 29mm transcatheter valve, the balloon burst occurred during valve deployment. As reported, this was a tee guided procedure. A bav was not used. A dilator kit was opened to dilate the vessel due to the physician not being able to advance the 16fr sheath. The same 16fr sheath was used post-dilation. During valve deployment the balloon ruptured. Inflation technique was slow until annular contact was made then medium. The physician requested a 2nd delivery system to post dilate the valve to reduce the paravalvular leak (pvl). There were no patient complications. The devices are not available for return.